Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level over 593 mg/dl at the time of the incident. Customer reported that she had a block in the pump. Customer wanted to follow up on a past no delivery that led to a high blood glucose. Customer is reporting a past event. Customer reported that alarm did not occur during manual prime. Customer reported that event was resolved by changing complete set (infusion and reservoir). Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.